Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The photo provided we can see that the distal end of the catheter has a wire protruding near the metal band. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned coiled in the open pouch and there was damage to the catheter. There is a portion of the wire that is protruding through the distal end of the catheter just behind the metal band. The wire was removed from the device and measured and was in spec. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. During our evaluation we could see that there is a portion of the wire protruding through the catheter just behind the metal band. Prior to distribution, all fusion biliary dilation catheters are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we can see that the distal end of the catheter has a wire protruding near the metal band. The wire is likely the inner support wire which has penetrated the catheter wall. The other photos show the label that has the rpn/lot number that match the report. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The photos provided show the label that has the rpn/lot number that match the report and the other photo shows a metal wire protruding near the distal tip. The wire is likely the inner support wire. Prior to distribution, all fusion biliary dilation catheters are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook fusion biliary dilation catheter. User opened the package and found out the support wire extruded from the side of device before use. Image of device label and wire protruding from catheter was provided by the user. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.